Event description:
It was reported that the patient presented with chest tightness and breathing difficulty, thus, vasodilatation and percutaneous coronary intervention (pci) were initiated. During the pci, after smooth advancement and deployment of a 3.0x33 rx xience prime stent in the proximal to mid area of a mildly calcified 90% restenosed left anterior descending (lad) coronary artery, a 2.75x38 rx xience prime stent was smoothly advanced and deployed in the mid to distal area of the lad. The lad was then post-dilated using a 3.0x20 unspecified balloon dilatation catheter. No resistance was felt during advancement or retraction of the rx xience prime stent delivery systems or the non-abbott balloon. At the conclusion of the procedure, while the patient exhibited no symptoms, the patient was then transferred to the critical care unit of the hospital as routine. Although the physician believes that stent implantation is not directly related, the following day, while in ccu, the patient experienced cardiac arrest, and despite applied cardiac massage and cardiopulmonary resuscitation (CPR), the patient expired due to cardiac arrest. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant product: stent: 2.75x38 rx xience prime. It is indicated that the device is not returning for evaluation; therefore an analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states: the xience prime everolimus eluting coronary stent systems are indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo (new) native coronary artery lesions. Based on the information reviewed, there is no indication of a product deficiency.